Event description:
The jetstream catheter was use to treat a lesion in the sfa. Post treatment, the physician observed distal emboli (de) or thrombus in the tibial-peroneal trunk. When attempting to treat the emboli/thrombus with the jetstream catheter, it was pushed down into the peroneal artery. The physician then used a balloon to treat the de/thrombus. The patient was fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.